Event description:
There were reports of air bubbles or gaps in the system, specifically located in the pigtail or patient line between the pump and the t:lock. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer opted not to receive assistance from technical support in loading a new cartridge, choosing instead to manage the issue independently. Ultimately, the issue was resolved, and the customer requested replacements for the autosoft xc 6mm 23" 2 pack and cartridge due to the need to change out supplies.